Event description:
Title: prolene hernia system maximum repair: a new concept in sports hernia surgery the study aimed to describe and present the clinical results of a new surgical treatment for sports hernia. A retrospective cohort study who underwent phs repair between july 2006 and june 2020 were studied. There were 92 patients who participated the study, with the mean age of 17 y.o ¿ 68 y.o. During the procedure, prolene hernia system (ethicon) was utilized to repair the hernia. The phs was inserted with the underlay patch positioned in the preperitoneal space and the on lay patch was spread over the inguinal floor. The connector was plugged in the inguinal floor medially in the hesselbach triangle. The reported complication included bruising, hematoma, seroma (n=3) treatment: not mentioned, scrotal swelling and testicular pain (n=2) treatment: not mentioned, discomfort at incision site (n=2) treatment: not mentioned, residual hypoesthesia (n=4) treatment: not mentioned and recurrence of symptoms (n=1) treatment: not mentioned. In conclusion, mini-open incision phs repair seems to be a safe and effective method for treatment of sports hernia, resulting in early return to physical activities, with few complications, and low recurrence rate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An attempt has been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. Citation: http://dx.doi.org/10.1097/jsm.0000000000001096